Manufacturer narrative:
Wrong orientation. A device history record review of lot revealed 2 scraps from the lot side of 180 devices for incorrect tome orientation (to the left of 11:00 o'clock). During manufacturing, the tome orientation was inspected for the process specification which is between 11 am and 12:30 pm and is tighter than the product specification of between 9:00 am to 2:00 pm. A lot history search found no other complaints against the lot. During visual examination of the returned device, it was found that the working length was twisted, bent and the tip was cracked/split. The initial tip orientation was found to be out of specification. The tip was smashed/cracked likely due to contact with some part of the scope (elevator), while being advanced through the scope. The bend in working length is likely due to the device being manipulated in a way not intended or its design/use since the device is 100% inspected during manufacturing for bend/kinks. The twisted working length is likely due to the procedural factors encountered during the use of the device. The orientation could be adjusted to be within product specification of between 9:00 am and 2:00 pm by rotating the device handle. The most probable root cause is 'operational context' since the device did not orient properly likely due to factors involved in the procedure.

Event description:
During the endoscopic retrograde: cholangiopancreatography (ercp) procedure in duodenum, the hydratome rx sphincterotome kept bending to the right while inside the patient. It was difficult to orient to the left. The physician removed this tome and used another of the same to complete the case with no patient complications.